Event description:
Discordant advia 1800 sodium (na) results were obtained on patient samples. The laboratory repeated the samples and the corrected reports were issued to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse cleaned the system, replaced the spinner magnet , ran qc and a precision study , found all to be within specifications. The cause of the discordant na patient results are unknown. The instrument is performing within specifications. No further evaluation of the device is required.